Event description:
During ivtm therapy for cooling the patient post-cardiac arrest, the customer noticed a saline flow issue when the icy catheter (lot# unknown) was utilized. Per the reporter, the catheter was inserted into the right femoral vein from the first attempt. The insertion was difficult due to the physician's insufficient experience and the puncture was not easy due to patient anatomy. The patient target temperature was set to 34.0°c. Just after catheter placement, the suk (lot# unknown) pinwheel was noted spinning too slow and it was difficult to cool the patient. Per the reporter, the catheter and the suk were replaced to continue the therapy. Per the reporter, the catheter and the suk were not tested and were discarded due to an urgent situation. No consequences or impact to the patient.

Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. The customer disposed the catheter. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.